Event description:
Patient experienced swelling and pain along the incision site approximately 11 weeks post peroneal tendon repair with orthadapt augmentation. The graft was explanted five days later; inflammation was noted at explant.

Manufacturer narrative:
Based on the available case information, the cause of the reported case is likely fixation failure caused by avascular condition of the tendon. This condition may have been exacerbated by the use of coblation/ablation procedure; there is no identified link between the reported event and the graft. Because the manufacturing lot and expiration date of the device were not provided, a review of the device history record (DHR) could not be performed at the time of this report. The manufacturer of the device at the time was pegasus biologics, inc. Synovis orthopedic and woundcare, inc. Is the reporting company for the event. The event occurred prior to synovis acquiring pegasus biologics.